Event description:
It was reported that during maintenance, the subject device exhibited a blackout when shaking the cable. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the image became blurred, indistinct or noisy when the handle was turned. And no image malfunction occurred in the universal cord. A root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.